Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v003825, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that since implant, the patient has never experienced therapeutic effect because the therapy never reached their lower back, only in their thighs. The patient had 2-3 reprogramming sessions and when asked who performed the reprogramming they could not recall. The patient would like to have the ins removed and knows that the lead would not be removed after the amount of time it has been implanted. The caller was redirected to the doctor to discuss options for removing the ins. No further complications were reported or anticipated. Additional information was received from the consumer (B)(6) 2019. It was reported the patient had her stimulator removed (B)(6) 2019 because it never helped since implant. It would only go to the thigh, but she needed it in her back, so it was not helping at all. The patient reported the healthcare provider (hcp) left the paddle lead in. No further complications were reported/anticipated.